Event description:
It was reported that the patient complained of chest pain after the lead had been removed and replaced. An echocardiogram revealed pericardial effusion. The physician tapped and removed fluid from the pericardium. After a few hours, the patient continued to experience symptoms and the physician elected and replace the associated lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).